Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. It was reported to philips that the image processing pc (ippc) failed to power on. The philips field service engineer (fse) visited onsite. Fse called and cancelled this case as a customer request. The device was under observation, and onsite service was not needed by the customer. No service has been provided from philips and no further reports of the reported problem have been received.

Event description:
It has been reported to philips that the image processing computer (ippc) failed to boot up and therefore, imaging would not be possible.there was no reported patient or user harm. The system was in clinical use at the time of the reported event.philips has started an investigation of this complaint.